Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of issues relating to tape adhesion and that the product does not adhere to the skin. The customer indicated that their blood glucose level was 200 to 500 mg/dl at the time of incident. Troubleshooting assisted customer with information about adhesion technique and was advised to call back if any further issues. Customer was advised that they would send out tape samples.